Event description:
It was reported that approx. 4 months after the implantation the threshold increased and the sensing decreased. The lead was replaced with a new one.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed that the inner coil directly next to the df4 connector pin was found overrotated, which most likely occurred during the surgery while extending or retracting the fixation helix. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis of the provided fluoroscopic images gained no further information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.